Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted because it was too long for the patient and the physician believed that a shorter ipp was a better fit for the patient. A new shorter ipp was implanted at a later date. No patient complications were reported.